Event description:
It was reported that the intraocular lens (iol) broke during the operation and became unsterile. Account has indicated that presumably the lens broke during preparation. After implantation of the lens, the surgeon noticed that one haptic was torn off. Therefore, the iol was explanted and replaced with another lens of the same model. No further details were provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU(B)(4). (General data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1 - telephone number: (B)(6) section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it was discarded upon removal. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.